Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009 the patient underwent the following surgeries: posterolateral fusion l4-l5, transpedicular instrumentation l4-l5 ( invasive poly axial screes), interspinous instrumentation and fusion, intraoperative neuro monitoring, c-arm fluoroscopy greater than one hour operative time, allograft application, l4-l5 to treat the following pre-op diagnosis: internal disk disruption l4-l5, chronic low back pain, lumbar radiculitis. Post-operative diagnosis: internal disk disruption l4-l5, chronic low back pain, lumbar radiculitis. A l4 isthmic lytic defect, incompetent l4-l5 facets bilaterally, status post anterior interbody fusion l4-l5. On (B)(6) 2009 the patient underwent the following surgeries: anterior lateral exposure of l4-l5; ligation of segmental vessels; mobilization of aorta, iliac artery, iliac vein and vena cava; implantation of gore preclude patch to treat the following pre-op diagnosis: severe diskogenic pain, disk disruption. On (B)(6) 2009 the patient underwent the following surgeries: anterior interbody fusion, l4-l5, complete diskectomy, l4-l5 anteriorly, biomechanical device insertion, l4-l5, internal instrumentation anteriorly using titanium screws (depuy), allograft insertion, bone morphogenic protein, c-arm fluoroscopy to treat the following pre-op diagnosis: internal disk disruption, l4-l5, chronic low back pain, lumbar radiculitis. Per operative notes: "....the biomechanical device was obtained and filled with allograft, as well as, bmp and grafton. This was next inserted from an anterolateral side very atraumatically into the interbody cage.... No complications...." On (B)(6) 2009 patient underwent x-ray of lumbar spine 2 or 3 views due to back pain, lower lumbar spine fusion. Impression: status post l4-5 unilateral fusion. Additional x-stop device noted. No hardware complicating features. Satisfactory alignment. On (B)(6) 2009 patient presented for an office visit due to muscle spasms in his low back when sleeping, otherwise he has no issues or problems. On (B)(6) 2009 patient underwent x-ray of lumbar spine 2 or 3 views. Impression: postsurgical lumbar fusion. On (B)(6) 2009 patient underwent x-ray of lumbar spine 4 or more views. Impression: redemonstration of l4-5 postop lumbar fusion changes. No complicating hardware features. Satisfactory alignment of the vertebrae. On (B)(6) 2009 patient underwent x-ray of lumbar spine 3 views. Impression: stable postoperative changes l4-l5. No acute abnormality. On (B)(6) 2010 patient underwent CT of lumbar spine due to back pain. Impression: anterior and posterior fixation l4-5 showing some findings of motion and incomplete fusion at the l4-5 disc level along the anterior screws and fusion plug. Mild anterolisthesis of l4 on l5 was noted. Mild disc buldge at l4-5 and l5-s1 level, no findings of surgical hardware failure. No destructive bony lesion or soft tissue mass seen. On (B)(6) 2013 patient presented for an office visit due to chest pain and hypertension. He complaint that about urinary tract infection. On (B)(6) 2013 patient presented for an office visit. Musculoskeletal: complaints of muscle aches. Neurologic: complains of numbness/tingling. On (B)(6) 2013 patient presented for an office visit. On (B)(6) 2014 patient underwent the following examination: multiplanar, multisequence MRI of the lumbosacral spine due to chronic low back pain, spinal stenosis. Impression: postoperative changes with instrumentation at l4-l5 was seen. Paracentral disc bulge/protrusion was noted with mild encroachment upon the left exiting neural foramina. Small paracentral disc bulge with posterolateral osteophyte formation was also seen at l5-s1 with questionable mild encroachment upon the left exiting neural foramina. Significant localized "aaa" in the infrarenal region, extends into the aortic bifurcation. There was mild rotation of the left kidney anteriorly with underlying dominant vascular structure. Further clinical assessment and follow-up with aortoiliac ultrasound with doppler investigation as well as renal ultrasound was recommended.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2009, the patient underwent anterior lumbar interbody fusion surgery from vertebrae l4-l5, where only rhbmp-2 and collagen sponge were used. Post-op, patient complained of worsening pain in the low back with pain and radiculopathy in the lower extremities. Patient continued to experience chronic low back pain, with associated pain and radiculopathy in the lower extremities. The patient experienced urinary, bowel and sexual issues. The patient suffered from depression as a result of pain, physical limitations and inability to work. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively, and had otherwise suffered serious and permanent injuries.